Manufacturer narrative:
Concomitant medical product(s): product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 25-may-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving lioresal 2000 mcg/ml at 700 mcg/day via an implantable pump for an unknown indication for use. It was reported that the patient experienced symptom return, spasms, and less than 50% therapy relief and needed higher doses of medication. It was reported that the doctor suspected a catheter leak due to what was shown on the x-rays and that it why he wanted to send it back for analysis. There were no environmental/external/patient factors that may have led or contributed to the issue. Diagnostics performed was an x-ray revision. The catheter was revised and replaced on (B)(6) 2019 due to eventual leak. The event did not lead to or extend patient hospitalization. The issue was resolved at the time of this report and the patient status was alive - no injury. No further complications were reported and/or anticipated.

Manufacturer narrative:
Analysis identified twisting in the catheter. If information is provided in the future, a supplemental report will be issued.